Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was fallen off the rails and it affect the drawer 7. A field service engineer (fse) replaced both slide rails on full height auxiliary drawer 6. Before rebooting the station, the release lever was used to test opening and closing of the drawer to ensure smooth operation, and customer successfully recovered the failed storage space. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer had come off the tracks and would not close; it was marked as failed to allow station use, but required immediate attention as it impacted nursing and pharmacy workflows. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.